Event description:
It was reported that there was an out of regulation (oor) condition. An amplitude change was attempted but an oor message was seen. It was reported that the oor warning said to decrease active electrodes and check impedance. It was noted that the impedances and contacts were checked and 0-7 were greater than 10,000. It was also reported that there was a loss of therapeutic effect on the left side. The patient had some higher stimulation on the right side and then the left side was really acting up. It was reported that the left side would shut off and it would go high at times without even moving.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead, product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 37752, serial# (B)(4), product type recharger, product ID 3777-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead. (B)(4).